Event description:
(B)(4) MDR - during implant, this lead dislodged multiple times, but was finally successfully implanted. The next morning, loss of capture was noted and it was found that the lead had dislodged again. The physician suspected there may be tissue or a blood clot on the helix. The pt had sss in which hr does not go over 100 bpm so the device was set to aai.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal part of the lead was returned for analysis. The lead was found cut through 43,5 cm proximal to the lead tip. It is reasonable to assume that the lead was dissected in the course of the lead explantation. The quality documents associated with the manufacture of this particular device were re-investigated. There was no sign of any inconsistency during production and final acceptance test. The damages on the outer wire resulted most likely from the surgery. As only a fragment of the lead was returned for analysis, the mechanical and electrical inspection of the lead was not properly feasible. The electrical inspection of the lead was limited to the measurement of the dc resistances of the lead fragment. No peculiarities were found. The analysis did not reveal any sign of a material or manufacturing problem.